Event description:
About 10-15 pen needles per box for about 9-10 boxes do not fully inject insulins, about 2 units and stops injecting and she has to use another needle. Dose, frequency & route used: subq about 5 times daily. Diagnosis or reason for use: diabetes.